Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported having communication errors was confirmed and replicated. In logs, arm 3 was found having a maxis error confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the parallelogram fiber and triggering the error 1126 communication code. Once testing was completed, the parallelogram was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the parallelogram fiber is found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure using an xi system, the customer reported a recoverable fault on the universal surgical manipulator (usm) arm 3. Error 32097 was observed in the logs on usm3. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.